Manufacturer narrative:
Visual analysis of the photos identified: - deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It is not possible to determine the right side. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported unknown side "expander deflation (broke)." Device has been explanted.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.